Manufacturer narrative:
Batch review performed on 27 march 2026: lot 2313168: (B)(4) items manufactured and released on 02-oct-2023. Expiration date: 2028-sep-17. No anomalies found related to the problem. To date, only the item of the complaint has been sold. Root cause:the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had primary surgery with competitor implants. On (B)(6) 2024, the patient was revised to medacta gmk-hinge implants. On (B)(6) 2026, the patient came in presenting instability and the cause is unknown. There were no indications of trauma. The surgeon revised the gmk-hinge size 3 20mm insert to gmk-hinge size 3 23mm insert. The surgery was completed successfully.